Event description:
On (B)(4) 2011, we have been informed by (b)6) about an incident with a defibrillation electrode set. At the income inspection,it was recognized that one pouch was not sealed over the entire length (completely open pouch). No pt was harmed as the issue was detected during income inspection.

Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during (b)4) and concerns (B)(4). We consider an open or not fully sealed electrode pouch to be a potential malfunction as the electrode contained therein might dry out as a consequence. A dried out electrode could malfunction when used. Although the involved defibrillation electrode is not covered under a 510k, other defibrillation electrodes, which are covered under a 510k, are packaged using the same process. The IFU of the product states: "inspect pouch, electrode, cable and connect prior to use. Do not use, if compromised." It can be assumed that a user would have followed these instructions and no pt would have been harmed.